Event description:
Caller reported a cartridge alarm 20 during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer received assistance in loading a new cartridge using the proper technique and was able to successfully resume insulin therapy, resolving the issue.